Event description:
It was reported that there were concerns regarding this implantable cardioverter defibrillator (ICD) accelerating the patient's rhythm. It is believed that the therapy caused the patient to enter ventricular fibrillation (vf), which was then converted with another shock, only for the patient to return to vf afterward. The episode concluded with the therapy being exhausted while the patient remained in vf. The patient is currently intubated. Boston scientific technical services (ts) has suggested reprogramming options. No additional adverse effects have been reported, and the device remains in service.